Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with an infection. The infection was systemic, and the blood culture test showed staphylococcus epidermidis. Patient¿s entire system was explanted successfully with no complications. The system was not replaced. The patient was asymptomatic.